Event description:
It was reported that the ventricular lead could not be inserted into the coronary sinus branch. The physician elected not to implant the lead. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.